Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation, however, photos of the impacted set were provided. The visual inspection of the provided pictures showed that the dialysate port was cracked resulting in the reported external leak. The reported condition was verified. The most probable cause is a shock during transport or storage of the device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed in between the dialysate port and the support plate on a prismaflex m150 set c during priming. There was no patient involvement. No additional information is available.